Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain chronic, pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events added: chronic, pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed (interpreted as general abnormal bleeding). Event outcome were added. Reporter information were updated, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.